Manufacturer narrative:
Device lot number not available as the site discarded the part before the lot number could be documented. No analysis was possible as the site discarded the instrument. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a pelvic fracture procedure. It was reported the tip of the navigated universal drill guide (udg) broke off during use, and portion of the drill bit remained in the patient. This issue occurred intraoperatively, and there was no reported impact on patient outcome.